Event description:
A customer reported a recurring issue with a continuous glucose monitor (cgm) error 42. No adverse impact to the customer¿s blood glucose level was reported. Technical support arranged to replace the pump due to the loss of faith, and the customer agreed to follow the instructions for returning the defective pump. The customer continued to use the pump for insulin therapy.